Event description:
The lead became dislodged and was repositioned. The lead became dislodged a second time, and the physician opted to explant the lead on five days later. The physician thought there was tissue in the lead, which prevented secure positioning of the lead.